Event description:
It was reported that during a pci procedure, stent damage occurred. The 99% stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. Another manufacturer's stent (12mm x 3.00mm) was deployed at the lad. The liberte' monorail stent delivery system failed to cross the lesion and was withdrawn without incident. The proximal edge of the stent was raised during inspection outside of the patient. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "good".